Event description:
When opening the neuron delivery catheter 070 and before removing it from the packaging the hospital noted a distal segment of the catheter was crushed. It was not used on a pt. Another neuron delivery catheter 070 was used instead.

Manufacturer narrative:
Results: the distal tip of the catheter is flattened for the first 3 cm. There are multiple kinks 20 and 30 cm from the distal tip and 15 to 25 cm from the hub of the catheter. A 0.070" mandrel was introduced into the hub and advanced distally. About 14.5 cm from the hub the mandrel stopped at the first kink from the proximal end. Introduction of the catheter distal tip into a demonstration carrier tube was attempted. The flattening at the tip was too wide to allow the catheter to enter the tube. Conclusion: the flattening of the catheter appears to have occurred either during or after the removing the catheter from its packaging based on the observation that the damaged catheter could not be reinserted into the carrier tube. Given the condition of the open return envelope and how the catheter was packed, the kinks appear to be post incident handling damage and not related to the complaint.